Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5056679) in united states on 26-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer reported that she had essure coils placed in both tubes and had immediate crippling pain, which her gynecologist at the time dismissed as nerve damage from her c-section. After ongoing motrin intake, she went to the emergency room and found a new gynecologist. Upon going in for a scheduled hysterectomy, he found that the left coil had punctured her fallopian tube and was cutting through the back side of her uterus. He had to remove both tubes and her uterus on (B)(6) 2014. Since then, consumer had numerous surgeries to help with crippling pain from which she did not recover yet. Life threatening, hospitalization, disability/ permanent damage, and required intervention were mentioned as event outcome, but not specified and/or assigned to one of the events. Result and assessment of the product technical complaint investigation received on 17-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event (s) and quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and left coil had punctured fallopian tube and was cutting through the back side of uterus. She underwent a hysterectomy and salpingectomy with essure removal, 3 months after insertion. This event is listed in the reference safety information for essure. Uterine and fallopian tube perforation may occur with any trans-cervical intrauterine procedure. In the present case the perforation was diagnosed 3 months after insertion, during hysterectomy. Given the nature of this event, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Further information is expected.

Manufacturer narrative:
Follow up 21-dec-2015: follow up information was received from the consumer. Procedure was on or about (B)(6) 2013. Hysterosalpingogram test was done about 3 month after the procedure and showed one implant may have migrated or was placed higher up in the fallopian tube, compared to the other side. Doctor said this was fine because when the dye was used, both of fallopian tubes were sealed. Doctor said the hsg (hysterosalpingogram) showed that the coils did what they were supposed to do. Consumer had a son by c-section during (B)(6) 2013. She had hemorrhage after delivery so doctor performed endometrial ablation and essure procedure during (B)(6) 2013. Right away, consumer had horrible pelvic pain after essure procedure. The pelvic pain was severe and she had severe cramping also. Pain was not relieved not matter what she tried to do about it. She ended up in the emergency room around (B)(6) 2014. She thought it might be her appendix but ER doctor said her appendix was fine. She was told she had no infection. However, e.r. Doctor was unable to identify source of her pain. She was sent home. She then saw a different gynecologist and more testing was done due to chronic pelvic pain. This doctor said pain was from essure coils. This was during (B)(6) 2014. She had a partial hysterectomy (around (B)(6) 2014) and doctor found that the left coil punctured through her entire fallopian tube and the coil was wrapped around and the coil was cutting the back side of her uterus. Consumer said she felt like she was being cut, she could feel it. She began to feel a little better after this surgery. She said the cutting pain was gone and during that surgery, doctor diagnosed endometriosis on back of uterus. Doctor had treated her endometriosis. Then, starting during (B)(6) had chronic pelvic pain again. Doctor had her back in for surgery (during (B)(6) 2015). It was exploratory surgery. Her endometriosis had spread from her partial hysterectomy and she had large scar adhesions too. Doctor cut through the adhesions and burned off endometriosis. She started to feel better about 8 weeks after this surgery and then she had chronic pelvic pain again. She then had a superior hypogastric plexus block (during (B)(6) 2015). She said this is a procedure done around the spinal cord to deaden nerves and should help with chronic pelvic pain, usually caused by major surgeries or essure coils. The block did not work. Her chronic pain was the same as before she had the block. She went back to gynecologist. She told them she needed something to be done. It was now almost two years with chronic pelvic pain and she could not be a mother to her two children and she could not be a wife. Doctor considered another block but went ahead with another exploratory surgery. This was during (B)(6) 2015. Doctor found more endometriosis and it was not as bad as last time. He burned it off. She was started on lupron to shut down her ovaries. She said lupron turned her into a crazy person. Doctor said that, overall, between the chronic pelvic pain and it lasting for so long, she was told her pain was similar pain experienced by a person who was an amputee. She said doctor told her she was having phantom pain. Her adhesions and endometriosis have both been treated by doctor. Doctor said it will take time for her to get back on her feet. Consumer said that she was okay considering she had chronic pain for almost 2 years. Her health is starting to improve at this time. Follow up received on 31-dec-2015 from health care professional: he saw the patient after the essure had been placed due to chronic pelvic pain. The patient also experienced dysfunctional uterine bleeding. The patient desired to have her uterus removed. An ultrasound did not reveal any major abnormalities. The hcp performed a laparoscopic supracervical hysterectomy and bilateral salpingectomy and stated that there was a left corneal uterine perforation, and the loop was exposed. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and left coil had punctured fallopian tube and was cutting through the back side of uterus (seen as fallopian tube perforation and uterine perforation). She underwent a hysterectomy and salpingectomy with essure removal, 3 months after insertion. During this surgery, endometriosis on back of uterus was diagnosed. Endometriosis had spread from her partial hysterectomy, found more endometriosis. She had large scar adhesions too. Doctor cut through the adhesions and burned off endometriosis. These events were considered serious. The events fallopian tube perforation and uterine perforation are listed in the reference safety information for essure, while the others are unlisted. Uterine and fallopian tube perforation may occur with any trans-cervical intrauterine procedure. In the present case the perforation was diagnosed 3 months after insertion, during hysterectomy. Given the nature of this event, causality with essure cannot be excluded. With regards to the other events, based on their nature and considering that essure has a local action in the fallopian tubes, a causal relationship can be excluded. Non-serious event was also reported. This case was regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. No further information is expected.

Manufacturer narrative:
Follow-up information received on 25-feb-2016: the questionnaire for uterine/tubal perforation with essure was received from physician. The reporter stated he did not insert essure and provided the name of the inserting physician. Patient bmi was (B)(6). Her medical history was updated: gravida 2, para 2 and 2 c-sections. Previous gynaecological intervention included curettage and endometrial ablation. The patient was not breastfeeding at time of insertion. On (B)(6) 2014 left cornual perforation and embedment back in the uterus were diagnosed via laparoscopy. No other organ or intra-abdominal structure was perforated. Position of essure in the right tube was correct. Patient was presenting with abdominal pain and bleeding. Essure was removed on (B)(6) 2014 (previously reported as (B)(6) 2014). Denuded endometrium, fallopian tubes with essure implant present and leiomyoma were observed. After hysterectomy the patient had pain relief for months but had developed recurrent chronic pelvic pain. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and left coil had punctured fallopian tube and was cutting through the back side of uterus (seen as fallopian tube perforation and uterine perforation). She underwent a hysterectomy and salpingectomy with essure removal, 3 months after insertion. During this surgery, endometriosis on back of uterus was diagnosed. Endometriosis had spread from her partial hysterectomy, found more endometriosis. She had large scar adhesions too. Doctor cut through the adhesions and burned off endometriosis. These events were considered serious. The events fallopian tube perforation and uterine perforation are listed in the reference safety information for essure, while the others are unlisted. Uterine and fallopian tube perforation may occur with any trans-cervical intrauterine procedure. In the present case the perforation was diagnosed 3 months after insertion, during hysterectomy. Given the nature of this event, causality with essure cannot be excluded. With regards to the other events, based on their nature and considering that essure has a local action in the fallopian tubes, a causal relationship can be excluded. Non-serious event was also reported. This case was regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. No further information is expected.

Manufacturer narrative:
The code knh was replaced with hhs.

Manufacturer narrative:
Upon internal review it was noted that the following information was incorrectly submitted on 07 nov 2015 to 2951250-2016-01693. Follow-up information was received on (B)(6) 2016 from consumer and on (B)(4) 2016 from physician via reimbursement claim extraction form essure. On (B)(6) 2013, she gave birth via c-section. On (B)(6) 2013, endometrial ablation and essure implants procedure performed. On (B)(6) 2013, on follow up visit, she complained about pain. Doctor stated pain was part of the healing process and prescribed 500mg motrin. On (B)(6) 2014, she was in excruciating pain, vomiting and felt like she would pass out. She was taken to emergency room where numerous tests were run including blood work and CT scan. She felt like something was cutting her inside in the abdominal area. Tests came back normal and was sent home and told to follow up with her doctor. On (B)(6) 2014, she went to follow up with ob/gyn. Sonogram conducted. Ob/gyn stated there may have been a ruptured cyst that caused the pain but everything was normal. Was told pain wasn't ob/gyn related issues. On (B)(6) 2014, more tests conducted that returned normal. On (B)(6) 2014, a different ob/gyn stated pain was not essure related and referred patient to pain management specialist. On (B)(6) 2014, she met with 3rd ob/gyn. Doctor wanted to verify if the pain was from the healing process or nerve damage from a previous surgery. The doctor suggested checking if the essure were sealed properly and was in the proper location. Doctor also conducted a nerve block. Patient stated nothing changed. On (B)(6) 2014, hsg-essure confirmation test was performed and bilateral tubal obstruction was seen. Right essure device was appropriate in its position but the left essure device was very distally situated in the left tube. On (B)(6) 2014, colonoscopy and endoscopy performed. Biopsies were taken. Results came back negative but noted ulcers determined by testing to be caused by taking the motrin and other pain medication prescribed by 1st ob/gyn. Findings: perianal and digital rectal examinations were normal. Small mouthed diverticula were found in the sigmoid colon and at the hepatic flexure. Non-bleeding internal hemorrhoids were found during retroflexion and were moderate. On (B)(6) 2014, exploratory surgery performed. During the procedure the doctor noted that the cause of all the problems was the left essure coil had moved then punctured completely through the fallopian tube and was cutting the back side of the uterus. The doctor removed both essure coils by cutting the fallopian tubes but was going to save the ovaries as they looked to be fine. He removed the uterus which showed endometriosis. The doctor stated he has never seen anything so severe regarding essure implants and that patient could have died. Patient had da-vinci-assisted laparoscopic supracervical hysterectomy with bilateral salpingectomy. Discharge medications include hydrocodone-acetaminophen (norco)5-. She was advised to follow up in 2 weeks. On (B)(6) 2014, MRI returned normal. On (B)(6) 2014, she returned to emergency room for intense debilitating pain. All tests returned normal. On (B)(6) 2015, she returned to emergency room for severe pains. Blood work and CT scan conducted. Nothing was found so patient was discharged. She was hospitalized from (B)(6) 2015 for debilitating pain and vomiting. "Numerous tests conducted which returned normal." Exploratory surgery was conducted on (B)(6) 2014 and found lots of adhesions and several areas of endometriosis which the doctor stated had been contained inside uterus but was probably released into the body when the essure coil lacerated the uterus. Doctor noted that the adhesions were caused by the first surgery to remove the essure implants. The adhesions were cut and the endometriosis areas were burned off. On (B)(6) 2015, followed up with doctor, only reported discomfort but no real pain. On (B)(6) 2015, pains returned not intense as before. All gallbladder testing returned normal levels. On(B)(6) 2015, superior hypogastric plexus block was performed. On (B)(6) 2015, she went to 5 trips to the chiropractor. Plaintiff looking for reimbursement and has submitted previously and currently all billing documents. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and left coil had punctured fallopian tube and was cutting through the back side of uterus (seen as fallopian tube perforation and uterine perforation). She underwent a hysterectomy and salpingectomy with essure removal, 3 months after insertion. During this surgery, endometriosis on back of uterus was diagnosed. Endometriosis had spread from her partial hysterectomy, found more endometriosis. She had large scar adhesions too. Doctor cut through the adhesions and burned off endometriosis. These events were considered serious. The events fallopian tube perforation and uterine perforation are listed in the reference safety information for essure, while the others are unlisted. Uterine and fallopian tube perforation may occur with any trans-cervical intrauterine procedure. In the present case the perforation was diagnosed 3 months after insertion, during hysterectomy. Given the nature of this event, causality with essure cannot be excluded. With regards to the other events, based on their nature and considering that essure has a local action in the fallopian tubes, a causal relationship can be excluded. Non-serious event was also reported. This case was regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Upon follow up information, case became legal. Further information will be obtained through the litigation process.